Event description:
It was reported that during implant the helix would not extend. The lead had frequent dislodgements, low p waves and high thresholds. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed; no anomalies found. Blood/body fluid was present on the proximal conductor and in/on the helix mechanism. The outer insulation was breached cut; apparent explant damage.